Event description:
It was reported that a spectrum pump did not detect an upstream occlusion. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, not detecting upstream occlusion did not occur. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition was determined to be within specification and no correction required. Should additional relevant information become available, a supplemental report will be submitted.